Event description:
The caller reported that the customer stated the tracheostomy tube had been in place for twelve hours, and the cuff started leaking. Another twelve hours later, the tracheostomy tube was removed and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.